Event description:
Blood noted on tee probe upon removal following transesophageal cardiogram. Bloody secretions suctioned from mouth. Physicians unable to determine source of bleeding upon oral examination. Pt complaints of mid thoracic pain and epigastric burning pain. Respirations labored. CT scan-chest indicated mediastinal collection, extravasation of contrast, and displacement mainstem bronchi pt underwent right thoracotomy, evacuation of mediastinal hematoma, and repair of esophageal perforation.